Manufacturer narrative:
H6; code 400: slow feed/misaligned jaw feed. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: clip in jaw yes, damaged jaws no, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform slow, firing: form conform n/a, jaws: hold clip n/a, jaws:inside width at tips .220, lockout functional yes, number of clips fed and formed 3 formed 11 unformed. Analysis conclusion: based on the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled and did not function properly due to the condition of the instrument returned. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported the device was used during an unk procedure. It was reported. By the affiliate that the clips were malformed (gapped). There was no pt consequence.